Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one shock in the holding area after implant that appeared to be inappropriate due to oversensing of air entrapment noise. During wound check it was noticed that auto setup selected primary sensing vector. Additionally, a hematoma was noticed. Technical services (ts) was consulted, recommended checking device after hematoma resolves and do a patient initiated interrogation (pii) to check normal sinus rhythm to tachycardia counters. Subsequently, it was noted that the air entrapment was resolved and the physician decided to continue to monitor. This s-ICD system remains in service. No adverse patient effects were reported. Additional information was received, when this subcutaneous implantable cardioverter defibrillator (s-ICD) system had the air entrapment noise a smart pass disabled episode was stored. A review of the latest remote transmission looked correct with no signs of oversensing. Ts recommended continuing to monitor. This s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one shock in the holding area after implant that appeared to be inappropriate due to oversensing of air entrapment noise. During wound check it was noticed that auto setup selected primary sensing vector. Additionally, a hematoma was noticed. Technical services (ts) was consulted, recommended checking device after hematoma resolves and do a patient initiated interrogation (pii) to check normal sinus rhythm to tachycardia counters. Subsequently, it was noted that the air entrapment was resolved and the physician decided to continue to monitor. This s-ICD system remains in service. No adverse patient effects were reported.